Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 24g x 0.75in. Insyte autoguard bc pro unit from lot number 1252082. Additionally, nine photos were provided for investigation. A gross visual inspection of the returned unit found that an extra catheter assembly was present inside the sealed package. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. This may occur due to a part having a loose needle cover that fell off, allowing for the catheter to come off the needle due to machine vibrations. In packaging, the part would be transferred down a track to the autoloader. The part is picked up by the autoloader, rotated while moving into position over the packages, and placed in the package. During this process if a needle cover is loose, it may remain on the pallet or fall off the unit when picked up by the auto loader. This will allow for the catheter adapter to fall off the needle, resulting in the adapter being loaded into the bottom web with another unit. In this case, the additional adapter would not be detected as the vision system only looks at the cover end of the package. Further inspection of the extra component found that foreign material was present near the tip of the catheter tubing. Because the needle cover would have been loose or removed, the catheter may have been left exposed during the manufacturing process. This would allow particulate to stick to the lube on the catheter tubing. The appropriate personnel have been notified. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control foreign matter was discovered on the needle during the investigation. Investigation found foreign material present near the tip of the catheter tubing. The following information was provided by the initial reporter: this is a report about an excess component in a package. According to the customer¿s report, a catheter component, in addition to a single normal product, was placed in a package.